Event description:
It was reported that during clinic visit, this right ventricular (rv) lead was found to exhibit high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested further review of the stored daily threshold and impedance measurements trends. Upon review, ts confirmed that the rv lead pacing impedances increased from 1700 ohms in (B)(6) 2024 to 2350 ohms which is considered to be high out of range in (B)(6) 2024. Ts noted that the rv lead impedances remained high out of range since then. It was noted that the rv lead is a competitor lead. Ts recommended the hcp schedule x-ray images and schedule an in-person visit for further lead integrity evaluation. At this time, the competitor rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).